Event description:
A customer contacted baxter's technical service center to report having a low drain volume alarm with the homechoice (hc) machine during initial drain. The low drain volume alarm cleared after troubleshooting, but a check patient line alarm occurred. The technical service representative (tsr) had the hp perform multiple troubleshooting steps and then the hp discovered air in the patient line. The hp was advised to end therapy then start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Global product surveillance contacted the nurse regarding the reported event. The nurse stated she was aware of the alarm and was not sure why there was air in the line. The hp has been able to complete therapy since the alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported check patient line alarm was not confirmed. The root cause was undetermined. The patient noticed that there was air in the patient line. There was no lot number provided, therefore no batch review was performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.